Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable pacemaker displayed a message indicated that telemetry was disabled. Technical services provided possible reasons for this and requested battery data for analysis. At this time, no change shave been performed. This device remains in service. No adverse patient effects were reported.